Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, there was increased pacing impedance and threshold capture noted on the right ventricular (rv) lead. No intervention was performed to resolve the event and the patient was in stable condition.

Event description:
New information received that the right ventricular (rv) lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Additional information: the reported events of increased threshold capture and impedance were not confirmed. As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found damage consistent with occurring at time of procedure. Additional findings: external insulation abrasions to the optim sheath only were noted in two locations distal to the suture sleeve tie impression consistent with friction to another device or feature of the heart. There was no damage noted to the silicone insulation in the abrasion region.